Event description:
During a check-out procedure at the manufacturer's service center, a ventilator powered on without keypress activation when the device was connected to ac power and the sd card was pulled out. The device was not in patient use. The evaluation of the device is still in-progress. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that allegedly powered on without keypress activation. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.